Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance. The rv lead was reprogrammed but was unable to be replaced due to stenosis. The lead will be replaced in the future. No further patient complications have been reported as a result of this event.